Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient was present to the emergency room after reporting neck swelling due to subcutaneous hematoma at the right internal jugular access site following a sensor implant procedure on 9/19/2018. Pressure held to site for 10 minutes and the patient observed for 30 minutes. No increased in size of hematoma or change in swelling noted. The patient was discharged in stable condition. Reportedly the hematoma has decreased significantly and no further intervention required.